Event description:
[Quickvue at-home otc covid-19 test] use for covid-19 under emergency use authorization (eua): product failed to perform as stated. The patient is me. I am emeritus professor of medicine at (B)(6). I had a recent possible exposure to someone with symptomatic covid; I am 72 years old, asymptomatic, tested neg with binax at 24 hrs, on re-test at 5 days (still asymptomatic), quickvue, tested positive. That same day I repeated rat with binax, it was neg. I had pcr nasal swabs 5 hrs later. Pcr tests negative. Hence the quickvue test for both of us was a false positive. This test was one of two included in the same product box as one used for my wife ( I sent a separate report), same lot number, etc. I received the covid moderna vaccines and two boosters, last booster was (B)(6) 2022. The product test box was purchased at a pharmacy and kept in closet at temperature range of 74-78 degrees f.